Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The device was also received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.